Event description:
During procedure using the cor-knot device to secure sutures with a clip device. The clip was deployed but the device could not be removed off the tricuspid ring without cutting the suture off the ring. The device was sequestered and returned to company. FDA safety report ID# (B)(4).